Event description:
The patient-specific custom implant was uniquely designed on the order of a physician and implanted on (B)(6) 2021. In august 2023, restor3d was informed by another physician that the patient will need a revision surgery due to erosion and fragmentation of the talus potentially sped up by the articulating surface of the implant against the talar head/neck. The device will be explanted, and the physician is requesting a new device, with different requested features, for the revision surgery. A supplemental report will be filed if new information becomes available.

Manufacturer narrative:
Patient-specific custom implants are provided on a prescription basis and therefore must match the surgeon provided inputs to treat that patient's condition. Review of production records did not indicate any design or manufacturing related issues that may have contributed to the event. Restor3d confirmed the implant location was correct and fusion to the cuneiforms functioned as intended. Device interaction problems with the patient's anatomy could be due to unexpected changes in patient anatomy due to potentially undiagnosed or misdiagnosed charcot neuropathy or more widespread avascular necrosis.